Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue and noted that the iabp system ran without any issues. Upon review of the iabp log files, the fse was able to verify fault #45, fault# 57, and fault #66. Further evaluation revealed condensation droplets in the lines and the fse performed condensation removal a few times then completed all functional tests without any further issues. The fse then performed all functional and safety checks to meet factory specifications. The iabp unit passed all functional and safety test per factory specifications and was then released to the customer and cleared for clinical service.

Event description:
It was reported that the prior to use, the cs300 intra-aortic balloon pump (iabp) generated a "system failure" message. There was no patient involvement, and no adverse event reported.